Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited r-wave amplitude variation. The patient condition was stable. No additional information was reported.